Event description:
It was reported that immediately following a pump implant, the pt presented with unspecified symptoms of overdose. The pump was stopped. No additional info was provided by the physician regarding the implant procedure and priming bolus procedure; no printouts were provided either. It was recommended that the baclofen be aspirated from the reservoir and catheter and refilled with a physiological solution to test the pump function and verify the drug volume in the reservoir, but the pt was now hospitalized in a different hospital where the physicians did not want to program or touch the infusion system in any way. The pt was in a pharmacological coma with no intrathecal baclofen therapy. The hcp was doing a pharmacological wash out to treat baclofen tolerance with the intent of reintroducing itb therapy once tolerance will be solved. It was reported that there was no pt injury and the pt was well.